Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The keyless chuck device was evaluated and the reported condition that the internal pieces are broken and won't attach was confirmed. An assessment was performed and it was observed that the unit had come apart. It was noted that the chuck was damaged. The assignable root cause of this condition was determined to be component damage due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the internal pieces of the keyless chuck device were broken and would not attach. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.